Event description:
The customer's mother called to report that she felt insulin had leaked inside the device. The mother stated that there was a spot on the screen, and the buttons have been sticking, as well. The mother also stated that the customer was hospitalized due to diabetic ketoacidosis, with blood glucose levels greater than 400 mg/dl. The customer was dehydrated, and also had an infection. Advised the mother that the insulin pump would be replaced due to the keypad anomaly. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to open connector on the display board. Unit passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit had missing segments due to bleeding display glass. Unit had cracked reservoir tube lip, battery tube threads and case near display window corners, noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.